Event description:
It was reported the pt has not had effective stimulation therapy from his scs sys in approximately a year. The pt stated he has not used his scs sys in over a year. Follow-up identified the pt had his scs sys explanted and replaced with a competitor's sys on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.